Manufacturer narrative:
The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 07.24.2017 it was reported to k2m, inc. That during surgery a cage broke while driving a screw. The screw and the broken cage was removed. A new cage was placed instead. (Related to 3004774118-2017-00124 and 3004774118-2017-00125).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified in this case. Since the device was disposed by the hospital, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Interbody was reportedly damaged by a self-tapping screw during final tightening. During final tightening there was insufficient resistance to trigger the limit of the handle. It is possible that the self-tapping screw was over-torqued during provisional placement, but utilization of this technique and associated instrumentation could not be confirmed. It is also possible that fracturing was initiated during impaction, while the spring awl was being engaged, or during off-axis hand tightening of the medial screw after the drill guide was removed from the implant. (Related to 3004774118-2017-00124 and 3004774118-2017-00125).

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during surgery a cage broke while driving a screw. The screw and the broken cage was removed. A new cage was placed instead. (Related to 3004774118-2017-00124 and 3004774118-2017-00125).